Event description:
The facility representative reported to baxter a colleague infusion pump on (B)(6) 2010 with a "failure code 808:02" in the intensive care unit. The condition occurred during patient therapy and infusion was stopped on (B)(6) 2010. There was no patient injury, adverse event or medical intervention necessary according to the hospital representative. The software version for this device is currently unknown.no additional information is available.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.